Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 23.6cm to 23.8cm, 36.6cm, 36.7cm, 37.8cm, and 37.9cm from distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
It was reported that the left ventricular lead exhibited noise and fracture. The lead was explanted and replaced. No further information was available.